Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead impedance measurements were varying and that the, "shocking coil was wrapped around the heart in the pericardial space." A particular lead was not specified, but both leads remain in use. No patient complications have been reported as a result of this event.